Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had an MRI about 2-3 weeks ago and the MRI facility had to call "[manufacturer]" for assistance with turning the therapy off for the MRI because patient did not have the components with them. When they turned the therapy back on patient thought it was not at a level where it was working because they were getting up every 2 hours at night to urinate which was not normal. They used to get up maybe once or no times until the morning. Patient also reported their bowels were still not really working well either. Patient services (ps) reviewed how to connect to implant. Patient struggled to do so, indicating they cannot remember which side their implanted is located on and cannot feel the device under the skin. Patient indicated it had always been difficult for them to locate the ins. Patient was able to successfully connect to the ins after repositioning the communicator and opted to increase amplitude. Patient indicated they felt stimulation sensation moderately and will monitor symptoms.